Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was not reported. The patient was hospitalized for the peritonitis event. On an unreported date, the patient was treated with injection vancomycin (1g, route and frequency not reported) for peritonitis. At the time of this report, the patient remained hospitalized. Dianeal therapy was ongoing. Additional information was requested, but is not available at this time. This is report 2 of 3 for this event.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter minicap. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).